Manufacturer narrative:
The medical center did not return the impella pump for benchtop analysis. The clinical report did state the patient was on vasopressors at the time of pump insertion that may have contributed to the ischemia. Patient condition may have contributed to the ischemia. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp placed via the femoral artery to give hemodynamic support to a patient suffering from cardiogenic shock. The cp supported for just over 4 hours when due to limb ischemia the pump was explanted. The team instead placed an impella 5.5 via the axillary artery insertion. After explant the limb was noted to have normal perfusion. No other intervention was needed.